Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 80% stenosed de novo lesion in the mid left anterior descending artery. The lesion was pre-dilated with a 1.5x12 mm and a 2.0x12 mm mini trek balloon catheter at 8 atmospheres. A 3.0x33 mm xience prime stent was deployed at 10 atmoshperes. During removal of the xience prime stent delivery system, angiogram revealed a distal edge dissection. A 2.5x33 mm xience v stent was used to cover the dissection. The end result was very good with timi iii flow and no residual stenosis. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.